Event description:
It was reported that an m5plus peripheral intravascular lithotripsy (ivl) balloon catheter successfully delivered 120 pulses in the iliac artery. However, after angiogram was performed, it was noted that some distal emboli was observed in the posterior tibial artery. The physician aspirated the emboli using the penumbra's indigo ® aspiration system. It was reported that there was nothing hard in the chamber and most likely the embolization was a thin material. The ivl treatment achieved good results. There was no report of ivl catheter malfunction. It was mentioned that the arteries had ring stripping, a form of intervention many years ago so the intima and media were very fragile. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical inc.; therefore no investigation can be performed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.